Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to abnormal impedance measurements. A different ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned in two segments (severed). Visual inspection found calcified body fluid on the lead distal tip, which could have caused or contributed to the observed impedance issue. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted due to abnormal impedance measurements. A different ra lead was successfully placed. No additional adverse patient effects were reported. Additional information: this ra lead has been returned and analysis has been completed. This report has been updated with the product investigation results.